Event description:
It was reported the patient underwent a right hip revision approximately 1 year post implantation due to infection. While removing the well-fixed femoral stem with osteotomes, a piece of the greater trochanter fractured. The fragment was reattached with suture, and the procedure was completed without further complication. No additional information.

Manufacturer narrative:
(B)(4). Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha. There were 2 additional revisions before this one, due to metallosis and one due to infection. The patient was revised a third time due to infection. It was decided to remove the well fixed stem, and while removing a piece of the femur fractured off. The fragment was sutured back on. No zimmer products remain implanted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.